Event description:
While dissecting the right side pelvic lymph nodes, with the arm of the da vinci, and arc occurred at the site of the tip cover ("tip cover accessory") causing a small hole in a vessel. The surgeon repaired the injury with a stitch.